Event description:
During a c-section the md was trialing new gloves. During the procedure a piece of glove was found inside the patient on her uterus. It was about the size of a dime. After inspection, it was found to have come from the surgeon's glove, near the wrist. Surgeon changed gloves. The size seven ripped glove and dime size piece were bagged. (Please note: several boxes of these gloves were emptied during this trial. There were two size 7 textured boxes remaining, both with lot# 1905462504. We cannot confirm that the glove that was ripped in this incident was taken from one of these two boxes, so it is possible that it could be another lot number).